Event description:
The device was used during a lavh procedure. Reportedly, the instrument did not fire. The hospital has reported no patient injury occurred.

Manufacturer narrative:
The reported condition has been confirmed. The exact cause could not be reliably determined as the subject disposable loading unit was not returned for investigation.